Manufacturer narrative:
Investigation conclusion: further investigation cannot be pursued because there is no lot number/serial number and product was not returned. The customer was reported to have a bladder infection. This condition may impact the performance of the assay. It was reported that the nurse was milking the finger after the fingerstick was performed. Squeezing the finger stick site excessively (milking) releases interstitial fluid into the blood sample and may cause errors or inaccurate results.

Event description:
Report received of discrepant inratio values. Event occurred in (B)(6). Exact date not known inratio inr = 5.0: coagucheck inr = 2.x (exact value unknown) it was reported the nurse was milking the finger after finger stick. Patient's therapeutic range not provided. No reported adverse patient sequela.